Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept restating midway while the nurses were pulling medications for the patients. A field service engineer shut down the station and inspected the power supply, reset all connections and relocated the power cord from the ups extension to the red power outlet, rebooted the station and successfully ran the power subsystem test, customer completed a random medication inventory in the station, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device started restarting on its own while nurse was pulling medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.